Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope identified stent damage distally with struts lifted and pulled in all directions. A section of the crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.5mmx48mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilation with a 2.5x30mm emerge balloon catheter, a 2.50 x 48mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 2.5mmx48mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilation with a 2.5x30mm emerge balloon catheter, a 2.50 x 48mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.